Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 302995, batch#: 4214549. It was reported that the bd syringe 10ml ll s/c 200 stopper was jammed / insecure. The following information was provided by the initial reporter: rcc received a complaint via email. Rubber stopper is not positioned correctly in syringe. Syringe was not used for any patient and no harm was done. I do have the syringe if you would like it for further investigation. Date of incident: on (B)(6) 2024, lot: 4214549, exp: 7/31/2029.

Event description:
No additional information was provided.

Manufacturer narrative:
One sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the stopper is jammed between the barrel and plunger rod. Potential root cause for the stopper jammed defect is associated with the assembly process. These conditions are occurring below their expected frequency so, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4214549. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.